Event description:
Product analysis summary: bench testing of the pulse generator confirmed the unit would not interrogate. The generator can was opened and visual inspection of the module and battery revealed no anomalies. The battery voltage measure 1.594 volts in circuit. This battery is bellow the 2.2 volt low battery operation indicated for the generator per electrical test specification. The battery was removed and a power supply (adjusted to 2.2 volts) was inserted into the circuit. The serial number was restored and the module interrogated and programmed properly. The battery was returned to battery manufacturer for an electrical performance evaluation. The electrical results showed the battery to be at "end-of-life" and "completely discharged". There were no internal component failures or evidence of internal loading (shorting) found. The caged module met electrical test specifications.

Event description:
Reporter indicated that it was believed that the pt's generator had reached end of service because clinic personnel were unable to communicate with the pt's device. The pt's device had last been successfully communicated with approx 10 months prior. The pt underwent generator replacement surgery. Communication with the replacement generator was successful. Attempts to communicate with the explanted generator continued to be unsuccessful. According to last known programmed parameters, the explanted generator should not have reached end of service for approx 1.4 more years. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine the cause of the reported communication problem.